Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was noted that the keypad buttons were under responsive to user presses and there was moisture behind the display screen. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-jun-2018 with the following findings: during the investigation, the keypad was found to be intact with all keys responding appropriately. The pump was returned with moisture behind the display lens and corrosion in the battery compartment. The battery compartment was found to be cracked. A leak test failed due to the battery compartment leak. The pump cover was removed, and internal moisture was found on the printed circuit board and keypad connector. The keypad cover was removed, and no contamination was found under the key contacts.